Event description:
Reported false positive sars result for 1 asymptomatic consumer. The consumer communicated the result was confirmed negative by molecular (pcr testing) and other rapid antigen testing. It was reported that the positive result happened a few weeks from the time of call but the exact date of quickvue otc testing is unknown. 2 additional consumer events were communicated which are captured on separate reports.

Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lots met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for these lots. Root cause: unable to determine source: phone.

Manufacturer narrative:
Correction: a1 - updated patient identifier number. B4 - added today's date of the follow-up correction report. D4 - please remove lot number from initial report. H6 - please remove code 3331 from initial report. H10 - updated manufacturer narrative. Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information source: phone.